Event description:
This case was cross referenced with case (B)(4). This unsolicited case from (B)(6) was received on 21- apr-2017 and 24-apr-2017 (information processed together with clock start date of 21-apr-2017) from a patient. This case concerns a patient (demographics unspecified) who received treatment with synvisc injection and after an unknown latency, patient was unable to walk, weak at one knee, pain on the leg, unable to sleep, inflammatory values had been 108 mg/l and had fluid aspirated from the knee/ fluid in the knee no relevant medical history, concomitant medications and past drug were reported. On an unknown date, the patient received treatment with synvisc injection (dose, frequency, route, indication, lot number and expiration date: not reported). On an unknown date, unknown latency after receiving the injection, patient became weak at one knee. The patient was still unable to walk. It was reported that the patient went to the emergency department where 2 x 50 ml of fluid was aspirated from the knee. At the time of reporting, the patient still felt that there was fluid in the knee. It was reported that the inflammatory values [i.e c-reactive protein (crp)] had been 108 mg/l. Patient reported that for two nights the pain on the leg had been severe and the patient had been unable to sleep. Laboratory tests (unspecified) were taken from the patient and the next week the results would reveal whether there was a bacterial infection in the knee. Action taken: unknown. Corrective treatment: not reported for all of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4) (results pending). Seriousness criterion: important medical event of unable to walk. Pharmacovigilance comment: sanofi company comment dated 27-apr-2017: this case concerns a patient who received treatment with synvisc injection and afterwards patient one knee became weak and was unable to walk. The event has been assessed as related to the suspect product as there is no alternative explanation to rule out the causal role of synvisc in occurrence of the events. However, due to lack of information regarding patient medical history, technique of injection administration, past drugs and concurrent conditions complete medical assessment of the case is difficult.

Event description:
Based on information received on 21-apr-2017, the report previously considered as valid became rumor nonvalid as the number of patient was updated from one to " unknown number of patients" that have experienced similar events. This case was cross referenced with case ID: (B)(6) (cluster). This unsolicited case from (B)(6) was received on 21- apr-2017 and 24-apr-2017 (information processed together with clock start date of 21-apr-2017) from a patients. This case concerns a patients (demographics unspecified) who received treatment with synvisc injection and after an unknown latency, patients was unable to walk, weak at one knee, pain on the leg, unable to sleep, inflammatory values had been 108 mg/l and had fluid aspirated from the knee/ fluid in the knee no relevant medical history, concomitant medications and past drug were reported. On an unknown date, the patients received treatment with synvisc injection (dose, frequency, route, indication, lot number and expiration date: not reported). On an unknown date, unknown latency after receiving the injection, patients became weak at one knee. The patients were still unable to walk. It was reported that the patients went to the emergency department where 2x50 ml of fluid was aspirated from the knee. At the time of reporting, the patients still felt that there was fluid in the knee. It was reported that the inflammatory values [i.e c-reactive protein (crp)] had been 108 mg/l. Patients reported that for two nights the pain on the leg had been severe and the patients had been unable to sleep. Laboratory tests (unspecified) were taken from the patients and the next week the results would reveal whether there was a bacterial infection in the knee. Action taken: unknown. Corrective treatment: not reported for all of the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) (results pending). Seriousness criterion: important medical event of unable to walk. Based on information received on 21-apr-2017, the report previously considered as valid became rumor non-valid as the number of patient was updated from one to " unknown number of patients" that have experienced similar events. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 27-apr-2017: this case concerns unknown number of patients who received treatment with synvisc injection and afterwards patients one knee became weak and were unable to walk. The event has been assessed as related to the suspect product as there is no alternative explanation to rule out the causal role of synvisc in occurrence of the events. However, due to lack of information regarding patients medical history, technique of injection administration, past drugs and concurrent conditions complete medical assessment of the case is difficult.